Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that the patient was returned to the x-ray department with a 35 cm 6 fr si brite tip str catheter sheath introducer (csi) insitu position in the right femoral artery. Thrombolysis was being administered via this sheath. On inspection, blood was leaking heavily from the brite tip sheath. It appeared to be faulty as this should not happen. The patient had a significant haemorrhage. A consultant anesthesiologist had already tried to stop the leakage prior to arrival by inserting a 6 fr dilator into the end of the sheath as per the physician's instructions. When the patient arrived in the interventional room, a thrombolysis check was performed and the sheath was removed. An angioseal device was inserted to seal the femoral puncture. Additionally it was reported that the patient expired but a family member (sister) believes from other causes. No further information regarding the death has been obtained with investigative efforts. The product was returned for inspection. Two units were received for analysis: one is a non-sterile 6fr sheath introducer coiled inside a plastic bag, and the other is a sterile 6fr sheath introducer with the 6fr vessel dilator which were in the sterile package. No anomalies were found on the units received during visual inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Per procedure, the units were flushed and no leakage was detected. The leakage reported was not confirmed during analysis since no leakage was found on the returned units. It is possible that bleeding from the puncture site wicks up creating the perception that the sheath is leaking. Although no conclusion can be made, it is possible that patient and procedural factors including discomfort, hypertension, and thrombolytic therapy contributed to the reported event. Due to the lack of information regarding the reported patient death, no conclusion can be made regarding the cause or the relationship to the use of the cordis device. Therefore, no corrective action will be taken at this time.

Event description:
The report received from the affiliate indicated that the patient was returned to the x-ray department with a 35 cm, 6 fr, si brite tip str catheter sheath introducer (csi) insitu position in the right femoral artery. Thrombolysis was being administered via this sheath. On inspection, blood was leaking heavily from the brite tip sheath. It appeared to be faulty as this should not happen. The patient had a significant haemorrhage. A consultant anesthesiologist had already tried to stop the leakage prior to arrival by inserting a 6 fr dilator into the end of the sheath as per the physician's instructions. When the patient arrived in the interventional room, a thrombolysis check was performed and the sheath was removed. An angioseal device was inserted to seal the femoral puncture. The patient expired but a family member (sister) believes from other causes.